Event description:
(B)(4) patient experienced spinal cord bruising. The issue was considered a serious adverse event by the study¿s authors. It was noted that the patient¿s device was explanted and the subject was receiving medical treatment at the time of study closure. Please see the attached literature article.

Manufacturer narrative:
Literature citation: white t, justiz r, fishman m, et al. Differential target multiplexed spinal cord stimulation for the treatment of chronic intractable upper limb pain: 12-month results from a prospective, multicenter study. Neuromodulation: technol neural interface. Published online 2024. Doi:10.1016/j.neurom.2024.06.497 a2: please note that this represents the average age of the study group; as specific ages were unavailable. A3a: please note that this represents the sex of a majority of study participants; as specific sexes were unavailable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.